Event description:
On (B)(6) 2025, the beta bionics ilet user reported a low blood glucose (bg) alert on the ilet device, confirmed by fingerstick at 35 mg/dl. The patient treated the low with a full meal consisting of mashed potatoes, a granola bar, and mushroom chicken, but had no formal hypoglycemia action plan in place. During the call, the agent educated the patient on the importance of treating lows with fast-acting carbohydrates (15g every 15 minutes) rather than full meals containing fats/proteins, which digest more slowly and may delay recovery. The patient acknowledged understanding and agreed to follow up with their endocrinologist. They also took three glucose tablets during the call. A follow-up confirmed that bg had risen to 73 mg/dl and the patient reported feeling better. No symptoms, medical intervention, or outside assistance were required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.